Event description:
It was observed that during the device evaluation, the subject device exhibited cut and air leakage in the camera cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: cut and air leak in the camera cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: air leak in the camera cable due to hole in camera cable. The most probable cause of the complaint is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.